Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodged occurred. A 3.00 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent came off the balloon. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was implanted and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the event description and lack of information provided. It was reported that the stent separated from the balloon without inflation, and another balloon was advanced to expand the dislodged stent. A good faith effort was conducted to obtain additional clarification from the customer/account; however, no further information was available. The complaint device was not returned for analysis therefore reported allegation could not be confirmed. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the instructions for use (IFU). As a result, the investigation is limited, and no definitive conclusions can be drawn based on the incomplete and unclear data provided.

Event description:
It was reported that stent dislodged occurred. A 3.00 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent came off the balloon. No patient complications were reported. It was further reported that the target lesion was located in the distal left main and circumflex artery. The stent separated from the balloon without inflation, and another balloon was advanced to expand the dislodged stent.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodged occurred. A 3.00 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent came off the balloon. No patient complications were reported. It was further reported that the target lesion was located in the distal left main and circumflex artery. The stent separated from the balloon without inflation, and another balloon was advanced to expand the dislodged stent.